Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display followed by a stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button after a blank display and battery has been replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board. No blank display noted during testing. Unable to perform any tests due to buttons unresponsive.